Manufacturer narrative:
Unable to download the pump to carelink pro properly. Carelink errored "the device returned invalid entries; all data read will be discarded" during download, problem isolated to pcb 2. The pump passed the displacement test and the self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unable to upload in the care link. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.